Event description:
A user facility reported to olympus that during a procedure, an error message was displayed and a temporary loss of image occurred. Upon restarting the device, the problem was resolved and the procedure completed. There was no patient injury, associated with the problem, reported to olympus. This is report #1 of 2 due to multiple devices involved. Reference report patient identifier (B)(6) for additional device.

Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.